Manufacturer narrative:
This literature review is being reported as an individual event type as serious injury due to the surgical intervention to treat the complications of skin flap necrosis and infection. It is unknown if the strattice devices were explanted. Multiple attempts are being made to gather additional patient and procedure specific information including lot numbers and device dispositions. To date, the lot numbers associated with these events remain unknown; therefore, an internal investigation into the device history records could not be performed. No devices were returned to lifecell for evaluation. A relationship to the strattice could not be determined. As per the IFU, potential adverse events are those typically associated with surgical mesh materials and/or their implantation procedures including, but not limited to, infection and lack of tissue perfusion. If additional information is received, a follow up report will be submitted. No further actions are required as a nonconformance could not be confirmed.

Event description:
During a literature review, an article titled "clinical and patient reported outcomes in breast reconstruction using acellular dermal matrix" was identified which reported a cohort study review of clinical outcomes for patients undergoing mastectomy with adm assisted immediate breast reconstruction by a single surgeon between june 2013 and june 2017. Sixty-two consecutive patients with 77 sub-pectoral reconstructions with strattice adm were included (47 unilateral and 15 bilateral). Post-op complications included 8 cases of skin flap necrosis, three resulting in implant loss, two with superficial debridement and three required no surgical intervention. Four hematomas were identified, 1 requiring evacuation. One seroma not requiring drainage and one single case of infection that lead to implant loss. Conclusions reported that complication rates were comparable to those published, and proms were consistently good. The skin necrosis rate was potentially due to earlier practice of performing single-stage immediate reconstruction using fixed volume breast implants.